Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for the product were reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer experienced symptoms described as disorientation, trembling, extreme agitation and ¿reduced general condition¿, and was seen at a healthcare facility where a laboratory blood glucose result of 1055mg/dl was obtained and compared to a sensor scan result of 80 mg/dl. The length of time the sensor was worn when the issue occurred is unknown. The customer noted a horizontal trend arrow which indicates glucose was changing slowly (less than 1 mg/dl per minute). The customer was administered insulin (dose/type unspecified) for a diagnosis of hyperglycemia, as well as other medications unrelated to diabetes. It was additionally reported the customer received treatment of glucose; however, it is unknown when this treatment was provided in respect to the reported readings. There was no report of death or permanent impairment associated with this event.